Event description:
When testing equipment (no pt involved) the traumex drove all the way down and would not drive in an upward direction. When the defective switch was disabled the unit worked properly.